Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 to 60mg/dl. Customer has reported past event. Customer stated that they stopped using continuous glucose monitoring system due to low blood glucose and system kept on crashing. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis. Frn-mmt-rsvr, unomed set.